Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that, patient faced infusion set cannula kinked event on 21-apr-2024. The event occurred within 3 hours of insertion. The insertion site was at thigh.the patient confirmed the introducer needle was ahead of the cannula prior to insertion. Unomedical do not see kinked as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can kinked slightly. No further information available.